Event description:
Literature was reviewed regarding a 74-year-old female patient who underwent transcatheter aortic valve implantation (tavi) of a medtronic 26-mm evolut pro+ transcatheter bioprosthetic valve. Approximately six months later, the patient presented with angina and recurrent non-st-segment elevation myocardial infarctions (nstemi). Angiography found no evidence of acute coronary lesions. Transthoracic echocardiogram showed normal left ventricular ejection fraction and stable prosthetic valve function without paravalvular leak. However, multimodality imaging revealed early pannus overgrowth around the prosthetic valve causing hypoattenuated leaflet thickening (halt) and obstruction of the left main ostium. Subsequently, the patient underwent successful coronary artery bypass grafting without the need for surgical intervention on the prosthetic valve. At the 3-month follow-up, she was asymptomatic without recurrent cardiac events. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: perrard et al. Early pannus after transcatheter heart valve implantation leading to delayed coronary obstruction: a case report. Eur heart j case rep. 2026 apr 13;10(4):ytag243. Doi: 10.1093/ehjcr/ytag243. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.